Event description:
Patient received percutaneous coronary intervention. Left anterior descending artery and diagnonal bifurcation with 95% stenosis with successful crush stent technique using a cypher 2.6 x 28 mm drug eluting stent in the diagonal and a taxus 2.75x20mm drug eluting stent in the left anterior descending artery. No complications noted during procedure. The pt was preparing for discharge when they complained of chest heaviness and diaphoresis. B/p 71/37, pulse 68. Acute st elevation noted on EKG. It was felt that their stent had thrombosed. The pt was emergently taken to cath lab where pt was restented and given integrilin and angiomax. The patient developed cardiogenic shock requiring intubation and mechanical ventilation as well as placement of an intraoartic balloon pump at the termination of the procedure. Over the next 12 hours pt was increasingly hypotensive. Troponins peaked at 12. A family conference was held and decision made to withdraw support allowing the pt to expire 30 minutes after support withdrawn.